Event description:
It was reported that low, out of range, high voltage lead impedance was observed. The lead was cut, capped and replaced. Patient condition was good after the event.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.9cm was returned for analysis. External insulation abrasion was noted at 5.0-5.3cm from the is-1 connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at this location. External insulation abrasion was noted at 14.9-15.3cm from the is-1 connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.